Event description:
It was reported that the patient presented with an increase in bipolar ventricular thresholds from 3.7 v, 0.5 ms to 5.0 v, 0.5 ms and a decrease in sensed r-waves from 2.4 mv to 1.4 mv. Bipolar lead impedance was 1650 ohms. Unipolar thresholds were 2.5 v, 0.5 ms and r-wave sensing was 2.8 mv. Unipolar lead impedance was 2120 ohms.